Event description:
The patient had pain so bad that they could not even walk. The pain in the left buttock at the pocket site, the doctor moved the battery slightly higher on the body. They desired a pocket revision, and it was completed on (B)(6) 2016. The issues was resolved at the time of the reported. Other relevant medical history includes spinal pain and other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.